Event description:
As reported, growth of klebsiella pneumonia (esbl-a) remains in the scope. The issue found during an unknown event. There was no patient harm or injury reported. There is no patient infection associated on this reported event.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) (hmi report ) has not yet been received for evaluation. In addition, the subject device has been requested to return for hmi ((hygiene microbiological investigation). To date, the device has not yet been received. Follow ups are in progress. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation, the hygiene microbiological investigation report, the cleaning, disinfection, and sterilization of the scope instructions and correction to g2. G2 - checked "other" to add the country sweden. Three attempts were performed to obtain the customers microbiological results but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Below is the information on the cleaning, disinfection, and sterilization of the scope instructions checklist from the customer: precleaning: no suction performed. Performed flushing. Detergent: not used. Manual cleaning: brush: no response. Detergent: no response. Manual disinfectant: no response. Aer: etd-4. Detergent: olympus. Disinfectant: olympus. Storage: edc (drying cabinet). After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as the distal end cap was damaged, the bending section rubber glue condition was porous, the connecting part of bending section and insertion tube surface was pierced and the contacts damaged. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. ". Olympus will continue to monitor the field performance of this device.